Manufacturer narrative:
A ge rep evaluated the system and determined the camera needs to be replaced. (B)(4).

Event description:
The customer reported the system is not displaying an image. No pt injury was reported.